Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer walked into a stone obstruction causing the touch screen to become shattered. The customer was unable to interact with the pump due to the screen becoming black and non-functional. Customer's blood glucose was 150 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.